Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21260. It was reported the patient received four occipital (off-label) leads with the same lot number, and two extensions with the same lot number. The patient experienced discomfort in his scalp. Upon evaluation, the physician determined the discomfort was attributed to the strain relief loops. Subsequently, surgical intervention was undertaken on (B)(6) 2015 to relax the strain relief loops which in turn resolved the discomfort.